Event description:
The patient reportedly experienced skin flap necrosis and device extrusion at the fantail site. The patient was prescribed antibiotics and debridement as performed, but the treatment was unsuccessful. The patient's device was explanted. The patient's contralateral side was implanted.